Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 30 mg/dl at the time of the incident. The customer was at 225 mg/dl at the time of the call. The customer used glucose tablets and was given glucose shots to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. The caller is brittle and believes this is the cause of the low. The customer had not finished eating for the bolus she had given. The customer's settings had also been adjusted and they have been running high ever since. Troubleshooting was not completed as the customer declined. The customer was having issues uploading their pump. The insulin pump will not be returned for analysis.